Manufacturer narrative:
The pod was returned to the manufacturer for a device evaluation. Upon pod opening, it was observed that the needle was not securely seated in the slide retract. It is unclear when this misalignment occurred, or if it contributed to the reported infection and high bg¿s. A root cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 using the pod 5 / page 53 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. It was also reported that the patient was dealing with an undiagnosed infection at the insertion site. Medical assistance was not required for the reported infection. To treat the patient's elevated bg levels, a new pod was applied and activated.